Event description:
Dialysis coorinator reports clotting in the bloodline venous chamber 2 hrs into dialysis treatment. The bloodline was discarded and a new line set up to continue treatment. Estimated blood loss is 250cc. Pt did not receive heparin for this treatment.